Event description:
It was reported that the patient had a loss of therapeutic effect and constipation. It initially worked fine for about 2-3 weeks and ever since nothing seemed to be working it was not as good. It was pretty regular before however now they seemed to be constipated all of the time and was currently taking miralax for their symptom. The patient had not yet mentioned this to their health care provider¿s (hcp¿s) office. It was later reported that the patient had a reprogramming session and it still wasn¿t working and the patient had constant leaking. The patient met with the manufacturer representative for reprogramming and to ask questions on how long the device would work. The patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative via the phone. Two years later it was reported that the patient¿s implantable neurostimulator (ins) was not working and was depleted. The patient had a wonderful trial and had symptom control but the implanted system was never able to control the symptoms. The patient wanted a list of hcps so they could get a second opinion. In a week the patient was having a simple procedure and it was scheduled in an outpatient facility and they had to move the procedure to the hospital due to the stimulator. The patient would quickly say that on the basis they would prefer to have the ins removed. The ins had never caused the patient any pain and they were able to feel the ins through their skin but they never had pain inside of their body. Since implant the patient never had any control of their symptoms and they spoke to their hcp and were not able to get control of their symptoms. The patient went to see their hcp on (B)(6) 2014 and the hcp told them the ins was not working, meaning it had depleted. The hcp said the ins was ¿a lemon¿ because the patient was implanted in 2012 and the hcp had never had this problem, meaning they had never had anyone have a battery that depleted in such a short time. Both the hcp and the nurse tried to connect to the ins and could not and they then paged a manufacturer representative to come to the appointment. A manufacturer representative could not be there and they rescheduled to meet the manufacturer representative. The patient thought they met the manufacturer representative on (B)(6) 2014 and they were not able to connect to the ins. The manufacturer representative told the patient their ins was not working. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00n2r, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).